Event description:
It was reported that during jaw surgery that two blades broke. It was further reported that no broken pieces were left behind in the patient. It was reported that the procedure was completed successfully with another blade.

Manufacturer narrative:
The two blades subject to this MDR have two different lot numbers - 07088017 as listed in this report and also 07092017. The device manufacture date of the device with lot number 07092017 is 1st april 2007 and the expiration date is 1st april 2012. Once the returned device has been evaluated, a supplemental report will be submitted.